Event description:
It was reported that the e2 drager ventilator suddenly stopped delivering a measurable tidal volume. Patient's oxygen saturation levels dropped and the patient was manually ventilated until this malfunctioning ventilator was replaced. Aprv (airway pressure release ventilation) was 32/0-80-100%. The manufacturer representative determined the failure was due to the peep valve remaining open resulting in a loss of volume. This was determined to be a calibration issue. The ventilator was repaired and returned to service.